Event description:
The peripherally inserted central catheter (PICC) line was cracked on the purple port of four separate patients who were receiving care in the interventional radiology unit. The PICC lines were replaced on three of the patients and removed on one of the four patients. We identified the lot number of the defective piccs and removed them from the shelves immediately. There were 30 PICC lines in the lot with 3 unused and only 4 that were actually confirmed to be defective. The other 23 PICC lines were either replaced or removed for safe measures.